Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced chest pain, cough, shortness of breath, fever, chills, elevated heart rate and an episode of nausea and vomiting. The physician suspected that the patient was having dressler's syndrome. An echocardiogram revealed a large pericardial effusion with early tamponade. Subsequently, a successful pericardiocentesis was performed with placement of pericardial drain until the patient condition had stabled. The device remains in service. No additional adverse patient effects were reported.